Event description:
On initial contact, dentist reported handpiece overheating, and burned inside of a pt's mouth. Contacted office in october 2009, and dentist said she noticed meat of mouth of pt was white. The customer did not complain. No add'l pt info available at time of contact.